Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic bariatric procedure, the device recharge did not work. The surgeon then used another device recharge to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.